Event description:
Healthcare Professional reported "Ruptured implant". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.